Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 412 mg/dl. The customer treated with pen. The customer had symptoms such as thirst and nausea. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated that the insulin did exit. The insulin pump was not returned for analysis.